Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the leads being completely out of the wens and not being seated correctly was unknown, and this information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient with a wireless neurostimulator (wens). Information was reported that the patient's trial leads were implanted on (B)(6) 2018 and the patient was programmed with evolve/high density settings. The patient was not getting sufficient pain relief so he was brought in to be reprogrammed on (B)(6) 2018 to low density settings. Program c was comfortable to the patient and he was sent home on this program. On (B)(6) 2018 he called in stated he had extreme pain and diarrhea. The patient was told to go into the office to have leads pulled but stated he was in too much pain to do so. Therefore he was told to go the ER and he was uncomfortable doing so. At the time of the report, the patient was still at home. The office was contacted and they made accommodations to see the patient. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the explant dates of the leads was (B)(6) 2018.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had called the rep on the morning of (B)(6) 2018 continuing to express he was in pan. The rep had the patient turn the stimulation off. Both of the reps instructed the patient multiple times to go to the ER, but the patient refused to go to the ER stating they would treat him like a drug addict. The rep made arrangements to meet the patient at a clinic, they were ready for him at 8:30 am, but he did not get to the clinic until approximately 1:00 - 1:30. Upon arrival the leads were successfully removed. The pa reported one lead was completely out of the wens and the second lead was not seated correctly in the wens (both leads were connected properly on (B)(6) during the reprogramming session). The pa prescribed the patient diazepam and hydrocodone for the pain. On the evening of (B)(6), the reps again received phone calls from the patient stating he was in pain. The rep returned the patient's call, but got a voicemail. The rep updated the physician with the patient's status. On friday morning (B)(6), the rep followed up with the physician and updated him on the patient. In the voicemail the patient left the physician, the patient stated that all 10 of the 5mg diazepam and all 21-22 of the hydrocodone that he had been prescribed on wednesday were gone and he was still in pain. The physician called the patient, but got no answer. The physician continued to reach out to the patient and got in contact with him friday afternoon. At the time the physician instructed the patient to go back to the ER so he could order stat imaging for the patient. As of today, the rep does not know if the patient reported to the ER and had the imaging completed as directed by the physician. The cause of the patient's extreme pain and diarrhea was unknown and it's unknown if the issue was resolved. No further information was reported.